Event description:
The hosp reported that during preparation for saphenous vein harvesting procedure, the image of the scope was slightly dark. The harvester used the same scope and made a 1-2cm incision near the groin for better visualization. No other pt complications were reported.